Manufacturer narrative:
The returned device was evaluated. External visual inspection showed no damage or defects. Upon start up, not all of the led digits illuminated. The device was able to obtain spo2, pi, and pulse rate readings using a masimo sensor. Internal inspection showed an open circuit across the nodes of the system circuit board. The customer complaint was duplicated, the open circuit prevented some of the led digits from lighting up. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device had missing display segments. No patient impact or consequences were reported.